Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a high pacing impedance measurement on the transvenous defibrillation lead. A lead fracture was discovered and the ICD and transvenous defibrillation lead were explanted and successfully replaced. No adverse patient symptoms were reported.